Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. As add'l info becomes available, a f/u report will be submitted.

Event description:
It was reported that the generator displayed "maintenance mode" message and would not allow usage of the unit to perform the case. The pt was delayed while under anesthesia; a coblator system was used to complete the procedure. No pt impact reported.